Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(6) 2021. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Af, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for chem8+ cartridge lot h21075a.

Manufacturer narrative:
Apoc incident # (B)(6). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 14-may-2021, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant creatinine result of 0.7 on a (B)(6) year old male patient. There was no additional patient information available at the time of this report. Method: I-stat. Date: (B)(6) 2021. Collected: 15:35. Testing: 15:35. Result: 0.7 . Method: vitros. Date: (B)(6) 2021. Collected: 15:47. Testing: 16:33 . Result: 1.77. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.